Manufacturer narrative:
The spindle housing was tight on the driveshaft. Tight spindle housing can cause overheating due to increased friction and impedance of the moving components.

Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. No adverse event was associated with the device. The procedure was completed with a readily available alternate device without any procedure delay.